Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula looked like it broken off. The customer¿s blood glucose was unknown. Customer reported the sensor cannula fractured while in the body. Advised to return the sensor for analysis. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. We were unable to confirm if sensor was received in said condition due to it being returned opened and used.